Event description:
There have been numerous complaints from consumers on the dullness of the new polypropylene hypodermic needles. Both 25 gauge and 26 gauge. It has always been the policy of this clinic to change the needle after drawing the medication, to insure sharpness. There was never a complaint when using a different brand needle.